Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803. All information know at this time is included. Any further information received will be submitted in a supplemental report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during surgical on (B)(6) 2026, after a collison of arms there was an urecoverable medium priority alarm (mpa) and the surgeon decide to convert the procedure to laparoscopic method. From the telemetry data it identified that the mpa cause was a strain overload in the endoscope roll joint.due to large torque being applied. The procedure was completed laparoscopically with no patient impact. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.